Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 127,684 joules. Additional information reported by the customer was there was a small flash around 127,000 joules. This occurred while inside of the patient but did not cause any issues with the patient. There were no observations leading up to the incident. There were no error codes displayed on the console.